Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a minor scratched lcd window. No crack at the screen display noted during visual inspection. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2023 00:33:05.000 and (twice) on (B)(6) 2023 00:33:17.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date (B)(6) 2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 12:50:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 19:06:51.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 13:08:00.000 unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Pump error 53 alarm (linenumber = 44450 filenumber = 58148) was recorded and found in the formatted history file on: (B)(6) 2023 08:37:00.000 pump error 53 alarm (linenumber = 44450 filenumber = 58148) suspected on hw. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage at the pump screen display was not confirmed, however, other cosmetic damage was noted. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms. Pump error 53 alarm (linenumber = 44450 filenumber = 58148) was confirmed according in the formatted history file. Pump error 53 alarm (linenumber = 44450 filenumber = 58148), critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the display screen. Troubleshooting was performed and found that retainer ring was not damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.